Event description:
The hearing aid (h/a) dispenser noticed that the wax guard was missing from the user's aid during a routine visit. The dispenser was the wax guard in the user's ear canal. The dispenser referred the user to a doctor, who removed the wax guard. There were no other problems --no redness, no swelling, n0 drainage, or no pain.